Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 318 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. The customer changed out the infusion set. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer acknowledged and had no further questions.